Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the end of the reamer shaft broke when being loaded onto a reamer head. The shaft was unable to connect to the reamer head securely once it broke. There was a second reamer shaft in the set and the surgery continued without delay. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: our investigations have shown that one pin of the returned synream flexible shaft is indeed completely broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is clearly visible though that this instrument has been in good use over the years; it was manufactured in july 2002. It is likely that too much mechanical force during the loading procedure finally led to the breakage of one pin. No product fault could be detected. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.